Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical support receiving an incomplete temp rate and was unsure why this occurred. While on the call with cts the customer received an incomplete bolus alert. The customer blood glucose (bg) level was (395 mg/dl) and had delivered correction bolus to address bg level. The customer stated was having issues with the incomplete temp rate alert and incomplete bolus alert and was unable to deliver a food bolus due to not clearing the alert. Tandem technical support assisted the customer through exiting the alerts and educated the customer about the alerts.